Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was provided: in the event it stated that the clips would not hold tissue, does this meant that the clips fell off the tissue with the 5 mm clip applier after applied? Procedure name if available? Is the device available for return? No, the device is not available for return. Procedure: please see copy of operative note below. Operative note: date of service: (B)(6) 2018. Preoperative diagnoses: left-sided chylothorax with presumed thoracic duct injury after previous surgery. Postoperative diagnosis: left-sided chylothorax with presumed thoracic duct injury after previous surgery. Name of operation: 1. Thoracoscopy with placement of thoracic duct clips for attempted ligation. 2. Thoracotomy with ligation of thoracic duct and pleurodesis. Estimated blood loss: 150 cc. Position: right lateral decubitus. Specimen: none. History: this child several weeks ago underwent a repair of a vascular ring. Two days postoperatively, she began leaking chylous fluid and that has continued for the last several weeks despite conservative therapy. She is brought to the operating room today for the above-named procedure after careful discussion with her, her spouse and her family. Description of operation: the patient was placed in the right lateral decubitus position, prepped and draped in the usual sterile fashion after adequate induction of general endotracheal anesthesia was achieved. Two sites were selected for the anterior and posterior ports and 5 mm incisions were made and carried down through the layers of the thoracic wall. The chest was entered with a mosquito and 2 trocars were placed, 5 mm trocars were placed. An inferior 12 mm port was placed for retraction just above the diaphragm. Using these port sites, the pleural space was inspected. A large volume of chylous fluid was aspirated. The previous operative site was located, some pneumolysis of the lung to the chest wall was undertaken to expose the operative site. Chyle could be seen leaking from a specific area near where a prolene suture was located which had been used to pex the trachea or the aorta. This suture was removed. Several 5 mm clips were applied, but these did not close properly despite trying several different staplers. The staples were defective. For that reason, a suture ligation was performed; however, this caused some bleeding and there was still some chylous leak. At this point, it was determined that the ??<_____> approach was not going to be definitive for this patient and it was elected to reopen her previous thoracotomy incision. To that end, the port sites were removed, closed with 3-0 vicryl. The skin was reopened and the previous left upper posterolateral thoracotomy and the successive layers of thoracic wall muscle were retracted. The chest was entered through the fourth interspace and a chest retractor was placed. The operative site was located and examined. The pleura was taken down to allow visualization of the mediastinum. The esophagus was immediately apparent. There was a venous structure posteriorly along the spine that was likely part of the azygos system. These were left alone and the intervening tissue was elevated to ensure there were no other structures present within it and clips were applied to this tissue that contained the thoracic duct. After the clips were applied, there was no further evidence of leak of chyle and while waiting to see if any further leak would occur, a pleurodesis was performed using an abrasive and fibrin glue was applied over the operative site. There was no further chyle apparent. A 28-french chest tube was brought through the 12 mm trocar site and placed in the upper thoracic cavity at the apex. The chest was then closed with pericostal sutures of #1 vicryl. The successive layers of thoracic muscle was tacked back in place from its minimally mobilized position with 3-0 vicryl and subcutaneous tissues were approximated with 3-0 vicryl and skin was closed using a running 2-0 prolene suture in the main incision and 6-0 vicryl sutures in the 5 mm sites. The chest tube was secured at the 12 mm site with a 2-0 silk. Sterile dressings were applied of telfa and tegaderm. The chest tube was applied to pleur-evac suction at -20. The patient was then rolled back to the supine position, extubated and transferred back to the pediatric cardiac care unit in stable condition. Sponge and needle counts were correct. There were no complications. The following information was requested, but unavailable: was the surgeon¿s decision to convert to a thoracotomy associated with the issues experienced with the 5 mm clip applier? Can it be confirmed that the surgeon pre-loaded each clip within the jaws off the structure to be ligated prior to deploying the clips on structure? After the issue with the 5 mm was the 10 mm applier attempt to be use on the thoracic duct prior to the conversion to thoracotomy? Please explain what is meant by, ¿did not close properly?¿ can you further describe the shape? What clip applier was used to provide acceptable thoracic duct occlusion? What is the current patient status? (B)(4).

Event description:
See attached user facility medwatch.